Manufacturer narrative:
Inspected three opened and used reservoir t, performed pre-fill and all reservoirs passed per inspection. No air bubbles anomalies were found during analysis. Checked o-ring for defects and none were found.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer will send the current sets back for analysis. The customer was sent new reservoir and infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.